Event description:
Following positioning of the viabahn device, the deployment line was pulled. Only 2 cm of the device opened, when deployment stopped. The physician continued to pull and the deployment line broke. The device was removed via surgical incision over the device. The procedure was completed implanting another viabahn device. The affected device will be returned for examination.